Event description:
Catheter inserted in emergency dept and pt taken to x-ray. Catheter tested with saline injection and no problem noted. Contrast agent injected and at 2.5 mls the tubing detached from the adapter.

Manufacturer narrative:
Additional info has been requested. Upon receipt and completion of the investigation, a supplemental report will be submitted. (B)(4).